Event description:
It was reported that the rv lead was explanted due to unknown product performance issues on (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).